Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was determined to be unsubstantiated, based on there being no record of this fault code in the device acivity log. The device was successfully tested without duplicating a malfuntion. An internal inspection found no discrepancies. All activity on the day of the event appeared normal, and there are no indications of a device malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.